Manufacturer narrative:
On 11/19/2019 additional information was received, patient underwent bilateral removal and replacement with 425cc mentor smooth round moderate saline breast implants (B)(6)2019. The investigation of the returned device was completed by the failure analysis lab on 12/3/2019. Device evaluation summary: according to the information received, it was reported a patient experienced a deflation in a breast implant. During evaluation of the sample, it was observed a tear in the union between valve and shell. Microscopic examination was performed to the tear and no evidence of instrument damage was observed. No other anomalies were discovered. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant medical products: 375 cc mentor smooth round moderate profile saline breast implant, catalog: 3501660, lot: 6778502, serial number: (B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient who underwent primary breast augmentation surgery with a 375 cc mentor smooth round moderate profile saline breast implant experienced right sided deflation post procedure. As a result, patient had an explantation on (B)(6) 2019.